Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor did not work occurred. Data was evaluated and the allegation was not confirmed for transmitter ID (B)(4). The probable cause could not be determined as the allegation was not found. In addition, signal loss over an hour for transmitter ID (B)(4) was found in connection to the reported allegation. The probable cause of signal loss over an hour could not be determined. The reported event of a sensor did not work is reportable based on the finding of signal loss for over an hour. No injury or medical intervention was reported.